Event description:
It was reported that the patient presented in clinic. Interrogation of patient's right atrial (ra) lead showed decreased sensing and suspected lead fracture. The ra lead was capped and replaced on (B)(6) 2021. No patient condition was reported.